Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. Three different programmers were used, but none were successful. The device has been explanted. A new guidant device was successfully implanted.